Manufacturer narrative:
Patient weight not provided by the site. Medtronic representative, following up at the site, upgraded the software to ent 2.2.2 and removed old exams from the database. Accuracy and registration issues were resolved. Following the software upgrade and removal of excess exams no issues were observed. System is working perfectly. Also noted: the patient was larger and there appeared to be some areas of loose skin that could have negatively impacted the registration. No patient logs/files/scans have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported an inaccuracy of approximately 5mm occurring while in a functional endoscopic sinus surgery (fess) procedure. The surgeon successfully registered the patient on the third attempt using tracer. Two registrations were accepted, the surgeon performed a third registration and was accurate during check-out. Confirmed nothing was moved and no metal in the field. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.